Manufacturer narrative:
The company has requested more information and the autopsy report to determine the cause of death and its relation to the device/procedure and we will provide a follow up report when new information will be revealed. Additional information: a delay in this event reporting was due to incomplete initial information which requires more time than anticipated.

Event description:
We have been notified about a death in colombia, south america. We have very limited information. We have a cat scan which shows a distended stomach with a balloon in the antrum. We were told by the distributor that the balloon was removed, and the patient's death was due to aspiration and a cardiac event - but that has not been confirmed with medical reports yet.